Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the patients right ventricular (rv) lead again exhibited high thresholds and a potential micro dislodgement. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds of 5.0 volts at 1.0 milliseconds the following day post-operative. Fluoroscopy revealed that the lead appeared to be in the same position from implant; however, the physician suspected a microdislodgement. The helix was extended 5 additional turns and the lead remains in use. No patient complications have been reported as a result of this event.